Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). Device manufacture date is unknown. Concomitant medical devices and therapy dates, base station device, concomitant medical devices and therapy dates, base station device, june 1, 2022.

Event description:
It was reported during a total knee arthroplasty procedure, it was observed that the tibial cut was under resected by 1.5mm when using the pointer device to verify the cut. It was further reported that the anterior chamfer distal cut was off while using the robotic-assisted solution satellite station device. The reporter stated that a manual saw device was taken over the cuts to ¿clean it up¿. It was reported that the event occurred during the last case of the day, when registering the medial and lateral condyles. The reporter stated that the surgeon had to repeat the registration in order to obtain a green status condition. The reporter stated that it was unknown if this issue was observed in different surgical procedures. It was reported that the device was being used with robotic assisted base station device. It was not reported if there were any delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated and it was observed that there were no defects or issues with the system or software. An analysis of the device log files was performed and it was determined that the under resection of 1.5mm was confirmed. Additionally, it was observed that in one case, the tibia array moved after completing femur cuts and the surgeon proceeded after a checkpoint had an unacceptable value. The system performed as expected in all cases and the results of the checkpoint verification steps were ignored. The verify checkpoint step is used to ensure possible array motion is detected just prior to the cut. Per the instructions for use, the checkpoint, and the tibia anatomy should have reacquired and planning repeated. The anatomy was not reacquired nor was the checkpoint. While it is clear that the tibia array moved between initial planning and the first tibia cuts, the exact cause of this movement could not be determined. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.